Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Without the device returned for analysis a conclusive cause for the reported difficulties cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a non-calcified unspecified coronary lesion. During attempted deployment of a 2.50x33mm xience sierra, the balloon ruptured at an unknown atmosphere and the stent slightly partially deployed, still remaining on the delivery system. The device was simply removed as a single unit. Another xience device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.